Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 18253517. Product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 18363604.

Event description:
It was reported that the patient was experiencing inadequate pain relief with the existing system. Reprogramming was attempted but did not resolve the inadequate stimulation. The patient was due to have an unrelated procedure therefore the physician decided to perform a revision procedure in which the lead and the ipg were replaced and upgraded. The patient is doing well post-operatively. The devices are in route to the manufacturer for analysis.

Event description:
It was reported that the patient was experiencing inadequate pain relief with the existing system. Reprogramming was attempted but did not resolve the inadequate stimulation. The patient was due to have an unrelated procedure therefore the physician decided to perform a revision procedure in which the lead and the ipg were replaced and upgraded. The patient is doing well post-operatively. The devices are in route to the manufacturer for analysis.

Manufacturer narrative:
Device technical analysis sc-1132/(B)(6): the returned ipg was analyzed, a review of the patient data found no charging anomalies and it indicated that the battery depletion rate was within the expected range. There was no reported complaint regarding high impedances, however, the impedance measurement test showed three electrodes having zero values. An internal investigation found that the three electrodes were shorted additionally, the three electrodes were not used for stimulation according to the patient data. The functional test could not be performed due to the impedance anomalies, it was indicated that electrocautery was used during the explant and it is likely that the damage most likely occurred during the explant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. The leads were not returned for analysis as they were destroyed during the explant. Investigation conclusion: the investigation concluded that the reported event of inadequate stimulation could not be confirmed because the ipg functionality has been compromised as it was indicated that electrocautery was used during the explant. Therefore, the probable cause for the inadequate pain relief event is indicated to be cause not established.